Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery t1 and t2 got deployed together. Unknown if there was a back up device available or if a delay happened. Pieces were not removed.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle or were returned. The actuator is its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.

Event description:
It was reported that during a meniscus repair surgery t1 and t2 got deployed together. The procedure was completed with a backup device with no significant delay or patient injury reported. Pieces were not removed.